Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise on the rate/sense channels resulting in inappropriate shock therapy delivery and pacing inhibition.